Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His sensor glucose reading was 88 mg/dl but his blood glucose level was 42 mg/dl. The sensor and blood glucose level reading was not within an acceptable range. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-95944 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.